Manufacturer narrative:
Concomitant medical products: product ID: dtpb2d1, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from their left ventricular (lv) lead. The lead was attempted to be reprogrammed but the stimulation continued in every vector. The lead was ultimately programmed off. No further patient complications have been reported as a result of this event.